Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.(B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement greater than or equal to 250mg/dl (13.8mmol/l) with moderate ketones symptoms of extreme drowsiness, extreme thirst (polydipsia) and symptoms of dehydration (dizzy, lightheaded). The patient reportedly was treated via insulin injections by the health care provider. There was reportedly damage to the battery compartment and battery cap. The battery cap threads reportedly were stripped and was replaced approximately 4 to 6 months ago. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event due to the alleged intermittent power issue with the device.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box revealed an unexplained power on reset (por) on (B)(6) 2016 at 03:03; deliveries resumed at 09:57. On (B)(6) 2016 09:51, there was one unexplained por; deliveries resumed at 09:57. A por was also observed on (B)(6) 2016 at 10:08; deliveries never resumed. During investigation, the battery compartment was observed to be cracked on the side from the threads to the cover and cracked below the bumper pad. The returned battery cap was stripped at the threads and was unable to secure to the pump. Por¿s were duplicated with the returned battery cap. A new test battery cap was used to complete testing; the battery cap secured to the pump and a 24 hour duration test was successfully completed. There were no por¿s duplicated during testing using the test cap. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit.